Event description:
On (B)(6) 2019, a 24mm amplatzer p.I. Muscular vsd occluder was selected for implant. While attempting to implant the device two times, the device deployed deformed in a "cobra-shape" formation. The device was withdrawn from the patient and the procedure was aborted and will be rescheduled for a future time. The patient is reported to be stable.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
An event of deformity upon deployment was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 24mm amplatzer p.I. Muscular vsd occluder was selected for implant. While attempting to implant the device two times, the device deployed deformed in a "cobra-shape" formation. The device was withdrawn from the patient and the procedure was aborted and will be rescheduled for a future time. The patient is reported to be stable.